Event description:
It was reported that the patient was in the emergency room about one week after implant feeling light headed. There was loss of capture on the right ventricular (rv) lead observed. The rv lead was intermittently capturing. The thresholds were varying between normal range and high. It was further reported that the patient had experienced three syncopal spells which had brought them to the hospital. An echo and x-ray were performed which showed a possible perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst noted that electrical testing passed. It was concluded that the cut occurred at implant and did relate to the complaints of high thresholds and intermittent capture. (B)(4).